Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the 250 ml medication reservoir had been proved to be defect. Per the reporter, the 250ml cassettes had not given the correct number of analgesics to the patient. Also, emptying the cassette with the syringe has been exceptional as the syringe had not been able to get the medicine out from the cassette afterwards. There was patient involvement, and unknown signs or symptoms experienced.